Event description:
On (B)(6) 2013 customer reports the fluoro failed during a cysto on a female patient of unknown age. All other procedural details of how the case was completed are unknown. No reported injury.

Manufacturer narrative:
Customer reported a no fluoro event. Operator also stated they were serviced by a 3rd party, (B)(4), and no service call was placed to mallinckrodt. Customer reported the 3rd party service had repaired the fluoro footswitch and the system was operating normally.